Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the disconnection of a solution bag is a known cause of air being introduced into the setup. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill two of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the heater bag disconnected from the set. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.